Event description:
It was reported that .. "Drill bit being used with the adj drill guide; drill is on power, and during drilling, metal shavings were coming off the drill."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis, risk assessment. It was reported that while using the drill with the drill guide metal shavings were coming off the drill. Both the drill and the drill guide were returned for inspection and the reported event was not confirmed. The device was inspected and no anomaly was found. No metal shavings were returned. Therefore, the event is not confirmed and it is impossible to determine under which condition the metal shaving occurred. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No indication of material or manufacturing defect could be found. There were no reports of any adverse consequences associated with this event. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and as the complaint condition could not be reproduced the complaint is considered invalid and a non-issue. No product fault could be detected. We are not able to comprehend the mentioned problem and so far this is a first occurrence with no similar reported event ever been recorded.

Event description:
It was reported that .. "Drill bit being used with the adj drill guide; drill is on power, and during drilling, metal shavings were coming off the drill."